Manufacturer narrative:
Brand name: heartware® ventricular assist system - battery, serial #: (B)(4) - battery / model# 1650de / expiration date 2017-07-31/ UDI# (B)(4), device available for evaluation: no, device manufacture date: 2016-07-31, labeled for single use: no, (B)(4). Brand name: heartware® ventricular assist system - battery, serial #: (B)(4) - battery / model# 1650de / expiration date 2016-05-31/ UDI# (B)(4)device available for evaluation: no, device manufacture date: 2015-05-31, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that four additional batteries and a controller exhibited battery switching with a noted "beeping" sound. The batteries and controller remain in use.

Manufacturer narrative:
Product event summary: one controller and seven batteries were not returned for evaluation. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the batteries. Momentary disconnection will result in an audible tone or "beep". As a result, the reported events were confirmed. However, the reported beeps are most likely attributed to momentary disconnections between the controller and battery. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b5, g3, h6, h10. Product event summary: three (3) batteries ((B)(6)) were returned for evaluation. One (1) controller and four (4) batteries ((B)(6)) were not returned for evaluation. Failure analysis of the returned batteries revealed that the device passed visual examination and functional testing. A review of the manufacturing records confirmed that the batteries ((B)(6)) met all requirements for release. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Momentary disconnections will result in an audible tone or "beep." Data log files also revealed multiple instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported events were confirmed. The most likely root cause of the premature power switching events, beeps, and ¿power disconnects¿ can be attributed to momentary disconnections between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d4: catalog #: 1650de / serial #: (B)(6). D10: yes. Return date: 29-may-2019. H3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 3331, 4112 h6: FDA conclusion code(s): 12, 4307 d4: catalog #: 1650de / serial #: (B)(6). D10: yes. Return date: 29-may-2019. H3: yes. Dev rtn to MFR? Yes h6: FDA method code(s): 10, 3331, 4112. H6: FDA conclusion code(s): 12, 4307. D4: catalog #: 1650de / serial #: (B)(6). H3: yes. D4: catalog #: 1650de / serial #: (B)(6). H3: yes d4: catalog #: 1650de / serial #: (B)(6). H3: yes. H6: FDA conclusion code(s): 4307. D4: catalog #: 1650de / serial #: (B)(6). H3: yes. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that two of the batteries also had a communication error. Three batteries were replaced.

Manufacturer narrative:
Product event summary #three batteries ((B)(4)) were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4), thus confirming the reported event. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation is evaluating momentary disconnections between the controller and batteries. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced anxiety because there was multiple power switching from one power source to another before the battery was depleted, which occurred on three different batteries. They sounded a beep and displayed a "power disconnect- reconnect power 1/2" message. A replacement of the three batteries is planned. No further patient complications have been reported as a result of this event.